Manufacturer narrative:
The customer requested part ID to replace the speaker.

Event description:
The customer reported the problem of speaker malfunction(speaker part failed). The device was not in clinical use at the time the reported issue was discovered.